Event description:
Patient was revised to address fracture of the neck of the femur post implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This implant is not sold in the us to be implanted for this indication; it is currently sold in the us under a different part number.